Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - it was stated that the information was not in a foil. Do you have any photos available for visual analysis? - when you mention that the information was not in a foil, are you referring to the fact that the information was not on the foil packaging? Please provide more details. - were there any patient consequences? - what is the procedure name and date? - please provide the lot number: - please provide the source or name and title of the external person providing answers to follow-up: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used it was reported that the nurse went to pull what she believes was an 8720h suture, however, the one they pulled out of the box had black needles, but otherwise matched the description of the 8720h. They used the suture anyways. There were no patient consequences reported. Additional information was requested.